Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure (cloudy).

Manufacturer narrative:
G4: this device is classified as import for export, therefore 510k is not applicable. Model ed34-i10t2-us is available in the USA with a 510k number k192245. D4 UDI: "not distributed in USA", because products are not distributed in USA products, but similar device product are listed in USA. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the objective prism cloudy (not clear view). Based on the result, we concluded that it was caused due to the moisture condensation in the objective prism. In addition, our technician confirmed that the operation channel (primary) buckled, the insertion flexible tube buckled, the lcb distal cover glass missing, the objective gluing missing, and the insertion flexible tube leak; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. This defect occurred not during procedure. Based on the technical report "hr-rpt-0586 (image failure)" and/or the risk analysis results, it was evaluated to submit MDR.